Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips the therapy pca was defective. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the therapy and processor pca. Which were replaced and the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.